Event description:
It was reported that the pump housing was damaged and the pump could not be charged, resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.